Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician requested review of this cardiac resynchronization therapy pacemaker (crt-p) device had recorded a non-sustained ventricular tachycardia (nsvt) episode, and two pacemaker mediated tachycardia (pmt) episodes. It appeared that the pmt algorithm terminated the rhythm. Technical services discussed troubleshooting and programming options. The device remains implanted. Additional information was provided indicating that the left ventricular (lv) lead for this system is exhibiting loss of capture, changes in morphology and fluctuating pacing impedance (912 ohms to 1322 ohms) within normal range. Rhythmcare provided recommendations for additional evaluation of this lead to verify mechanical integrity and positioning. The lv lead remains implanted.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis could not be conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of brady pacing rate not as expected was defined in the risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued.

Event description:
It was reported that the physician requested review of this cardiac resynchronization therapy pacemaker (crt-p) device had recorded a non-sustained ventricular tachycardia (nsvt) episode, and two pacemaker mediated tachycardia (pmt) episodes. It appeared that the pmt algorithm terminated the rhythm. Technical services discussed troubleshooting and programming options. The device remains implanted. Additional information was provided indicating that the left ventricular (lv) lead for this system is exhibiting loss of capture, changes in morphology and fluctuating pacing impedance (912 ohms to 1322 ohms) within normal range. Rhythmcare provided recommendations for additional evaluation of this lead to verify mechanical integrity and positioning. The lv lead remains implanted.